Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The outer layer ripping and getting stuck in my vagina [foreign body in reproductive tract] strong odor vagina [vaginal odour] the outer layer ripping- tampon [device breakage] the outer layer ripping... Have to try and dog to pull it out [complication of device removal] case narrative: consumer reported via email that the outer layer of the tampon was ripping. No serious injury was reported.

Event description:
The outer layer ripping and getting stuck in my vagina [foreign body in reproductive tract] strong odor vagina [vaginal odour]. The outer layer ripping- tampon [device breakage]. The outer layer ripping. Have to try and dog to pull it out [complication of device removal]. Case narrative: consumer reported via email that the outer layer of the tampon was ripping. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.